Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product used was conducted. All records revealed that all product lot was manufactured within specifications and distributed in accordance with all operating procedures. The screw likely fractured due to fatigue. It was reported that the patient had pseudarthrosis, which may have contributed to the incident. Our investigation of the product and review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends.

Event description:
It was reported to k2m, inc. On (B)(6) 2016 that an everest screw fractured approximately 12 months post-op. The patient was revised and the revision surgery took place on (B)(6) 2016.